Event description:
The customer reported that following a cardiac catheterization procedure in 2002, a vasoseal es was deployed. The patient lost pulses below the knee within 24 hours of deployment and an arteriography showed an occlusion at the popliteal artery. The surgeon reported that he removed a foreign body from the artery and was confident it was the vasoseal collagen plug. No further complications were reported.